Event description:
As reported, foreign matter (like a wood chips) found inside the sterility pack . The device was replaced using the same type of device. The issue was found at preparation for use. There is no patient involvement associated on this reported event.

Manufacturer narrative:
The customer returned a lcs1870btst and reported foreign material like wood chips found in the sterility pack. The olympus service team received a lcs1870btst for the reported issue of foreign material like wood chips found in sterility pack. The user request was able to be confirmed as woodchips were observed within the packaging when received. The dhrs (device history records) review for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Review of lot showed no associated ncrs (nonconformance's reports), reported scrap, or recorded process deviations relating to the reported failure. The definitive root cause of the instaclear sheathe having wood chips within the sterility pack could not be confirmed. However, per component characterization form review, the lot undergoes inspection to compare the finished good with the sample good. Moreover, per instaclear sheathe packaging sequence, it is noted that in the visual inspection of the pre-seal pouch, the acceptance criteria includes package integrity and foreign material inspection. If foreign materials were introduced into the packaging, it was likely due to device transportation or customer storage/use. Olympus will continue to monitor complaints for this device.